Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the root cause of the osteolytic responses, pseudocysts, hematomas and inflammatory responses reported during the initial revision surgical procedures is possible to be due to the chronic inflammation but it can¿t be concluded if this was a result of the reported trunnion corrosion. However, some of these findings which continued through multiple revisions can also be a result of the inflammation response to hematomas and associated repairs during the revisions and healing itself. It was reported that the bhr cup and anthology stem remained implanted and well-fixed throughout the duration of all reported revision procedures. However, it is unclear if these devices contributed to the reported intraoperative findings. No corresponding images or laboratory reports were provided for further assessment. The multiple revision procedures reported with the replacement of an oxinium head and stryker dual mobility liner is considered off label due to the articulation of a bhr cup with the third party liner component. Circumstances surrounding the patient¿s unfortunate demise were not provided along with the patients comorbidities. Therefore, a conclusive root cause of the patient¿s death cannot be determined. However, no evidence has been provided to support our smith and nephew implanted products contributed to this reported event. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to explant the oxinium head.

Event description:
It was reported that a left hip revision surgery was performed due to excision of pseudotumor and fluid collection.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the clinical information provided, may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. The right prosthesis remained in situ. The cause of death on the death certificate is ¿acute hypoxia/respiratory. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.